Manufacturer narrative:
Product analysis: it was confirmed that the rf head was intermittently unable to interrogate devices. Excessive corrosion was found on the interior of the head. The head was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency (rf) programmer head was unable to complete device interrogation. It was noted that the lights on the rf head illuminated when interrogation was attempted. The rf head was swapped-out for another, which was able to successfully interrogate the device. The rf head was returned for service. There was no patient involvement.